Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. "The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(6). (B)(4).

Event description:
A customer reported a smoke or haze emitting from the sterrad¿ nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze/mist/vapor issue and system risk analysis (sra). Trending analysis of the smoke/haze/mist/vapor issue was reviewed from une 2017 to december 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further evaluation. The assignable cause of the smoke/haze/mist/vapor issue is likely due to the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.